Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached at 118,147 joules. The retrieval of the fiber cap was unk. No pt injury was reported. The device was not returned for eval.